Event description:
The stimulation had been intermittent since a reprogramming session about two weeks prior. The pt would feel stimulation and then it would stop. It would be on program e and then quit. It would start up again, showing program c to be active, without the pt using the programmer. The pt had a "bad lead" in his back and "one of the sensors was bad". It was noted that scheduled therapy had been programmed at the last session and it was not clear if this was what the pt was experiencing. Another reprogramming session was to be scheduled.

Manufacturer narrative:
(B) (4).